Event description:
It was reported that a 5x80mm on 135cm catheter armada 35 balloon dilatation catheter (bdc) was advanced to a mildly calcified lesion in the right external iliac via contralateral access. Using a non-abbott inflation device, the armada 35 balloon was inflated once to 6 to 7 atmospheres, and held for slightly longer than 3 minutes, to pre-dilate the lesion. When attempting to deflate the armada 35, the balloon was unable to be deflated, and subsequently unable to be withdrawn from the anatomy. The inflation device was switched out for a 50cc syringe. After 10 minutes of applied negative pressure, using the 50cc syringe, the balloon was able to be partially deflated, then subsequently withdrawn from the anatomy without resistance. Pre-dilatation was considered complete. An unspecified self expanding stent was implanted, then post-dilatation was subsequently performed using a 6.0mm diameter armada, satisfactorily. There were no adverse patient effects and, though a procedural delay was reported, it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: glide wire; inflation device: merit medical; sheath: 6fr ancel. Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.